Manufacturer narrative:
(B)(4).

Event description:
Patient had an endeavor sprint device implanted. Device was used beyond it's use by date. The stent restenosed four months after it had been implanted after which time the patient suffered a heart attack. The patient had two more non medtronic stents implanted inside of the endeavor sprint stent. No further patient complications were reported.